Manufacturer narrative:
The investigation of the returned coil system, found the implant coil severely stretched from proximal to distal inside the microcatheter. Due to the condition of the implant, the investigation is unable to determine, the length of the coil. The physical evaluation of the device could not identify, the conditions or circumstances that led to the damage, but the damage is consistent, with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issuesrelevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If it is received at a later date, an investigation will be conducted and a supplemental report will be filed.

Event description:
It was reported that during embolization treatment of an aneurysm, an embolizaton implant coil was observed to be shorter than expected. The was a possibility that the coil unraveled. The coil became stuck upon removal attempts and had to be withdrawn along with the microcatheter. There was no reported patient injury or intervention.